Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: were there any consequences for patients? If yes, please specify. No consequences for patients. Please clarify, did the needle come off the suture or did the suture thread break? The strand came off the needle. When did the supposed deficiency occur (removal of the package / during handling before use in the patient / during passage through the tissue / during tie / postoperative)? During use and passage through fabric. Provide the source or name and position of the external person providing answers for follow-up (external person sending responses to the sales representative). Head of nurse (B)(6). Confirm if the device is available for return of the product. If yes, please provide the status of the device, as it has not been received for analysis. If the device has been shipped, provide the shipping tracking details. I have not been confirmed if the device is available the staff is on vacation.

Event description:
It was reported that a patient underwent an unknown procedure in 2024 and suture was used. During the procedure, the needle detachment, the suture broke without any traction or tension. There were no adverse consequences reported. Additional information was requested.